Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to fluid loss. A surgical procedure was performed, during which it was noted that the silicone layer of one cylinder had ruptured, revealing the dacron mesh beneath, which had become ingrown into the corporal tissue. Both cylinders with the entire mesh and pump were removed, but, since the corpora was potentially deficient, the physician decided to implant a single ambicor cylinder and cap and retain the original reservoir. No further patient complications were reported.